Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During procedure, a high defibrillation impedance was observed by the physician on the right ventricular (rv) lead. The rv lead was not implanted. The patient was stable and there were no adverse consequences.